Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) door is broken. The receiver case was opened for further evaluation. An internal inspction found that the device has been abused and found sand and animal hairs inside. The reported event of a hardware error could not be confirmed due to the condition of the device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.